Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia and had a seizure, and lost consciousness. A healthcare professional was contacted, however, no third-party treatment was provided. The customer was diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software sensor was found to be in state 1 (indicating initial factory state). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed to tail not properly inserted. An extended investigation has also been performed for the updated serial number. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia and had a seizure, and lost consciousness. A healthcare professional was contacted, however, no third-party treatment was provided. The customer was diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.